Event description:
It was reported that during a laparoscopic supracervical hysterectomy the active blade fell (without a cause - surgeon did not touch anything or the instrument did not fall anywhere) of the instrument. Despite that the generator did not show any error codes. No patient consequences. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade broken off and not returned. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. The device will stop activating, and either emits a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.